Manufacturer narrative:
(B)(4). The device was filled with a manual syringe. This lot was manufactured january 4, 2015 to january 6, 2015. The device was returned for evaluation. Visual inspection revealed a ruptured reservoir. A microscopic inspection of the reservoir identified markings near the rupture line of the interior surface of the reservoir near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during filling with 5% dextrose in water using a manual syringe. The reporter stated that the device had been filled with approximately 10-20 ml of solution. There was no patient involvement. No additional information is available.